Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and new information new information added to the following fields: d8, e1, h3, h6. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned for inspection and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use (IFU): visera cysto-nephro videoscope olympus cyf type va2 chapter 6 compatible reprocessing methods and chemical agents 6.6 ethylene oxide gas sterilization [caution] attach the sterilization cap to the endoscope before ethylene oxide gas sterilization. If the sterilization cap is not attached to the endoscope during ethylene oxide gas sterilization, the air inside the endoscope will expand and could rupture the bending section cover and/or damage the angulation mechanism. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the videoscope had the sterile cap forgotten during reprocessing. There were no reports of patient harm.